Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir: gtin # (B)(4), upn# (B)(4), batch/lot # 817328004, mfg date 01/30/2013, exp date 02/14/2018.

Event description:
It was reported that a request for warranty has been made to perform a revision surgery for a patient with an ams700 inflatable penile prosthesis due to spontaneous deflation; the prosthesis inflates and immediately deflates.